Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation therefore the complainant's event could not be verified. The cause of the bone block loss event could not be determined from the information given. The cause of the suture loop elongation and disassembly is most likely due to improperly implanting the tightrope as stated in the event description. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a second surgery was performed on the (B)(6) 2015 to retrieve the bone block (bone graft substitute). Acl reconstruction procedure was performed by using acl tightrope btb six months ago. Loss of bone block was confirmed by MRI examination six months after the first surgery. The bone block was in the joint. Since reconstruction of ligaments was confirmed by the second surgery, the surgeon has carried out only the removal of the bone block. The patient condition is fine after the second surgery. Follow-up investigation: one month after surgery, the patient had swelling on his knee. The loop was longer than usual and the other loop was dis-assembled. It seemed that the surgeon tried to advance the graft in the femur, he was not able to tie the sutures equally. As a result, the tightrope was implanted improperly. During the second surgery the tightrope assembly was removed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No problem found with device upon our evaluation. No burrs or sharp edges found on returned button and suture ends appear to have been cut. Complaint event most likely due to improper surgical technique as stated in the event description. "It seemed that the surgeon tried to advance the graft in the femur, he was not able to tie the sutures equally. As a result, the tightrope was implanted improperly." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a second surgery was performed on (B)(6) 2015 to retrieve the bone block (bone graft substitute). Acl reconstruction procedure was performed by using acl tightrope btb six months ago. Loss of bone block was confirmed by MRI examination six months after the first surgery. The bone block was in the joint. Since reconstruction of ligaments was confirmed by the second surgery, the surgeon has carried out only the removal of the bone block. The patient condition is fine after the second surgery. Follow-up investigation: one month after surgery, the patient had swelling on his knee. The loop was longer than usual and the other loop was dis-assembled. It seemed that the surgeon tried to advance the graft in the femur, he was not able to tie the sutures equally. As a result, the tightrope was implanted improperly. During the second surgery the tightrope assembly was removed.